Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead incision sites had redness, swelling and drainage. The physician put the patient on antibiotics. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.